Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri due to low battery voltage was recorded on (B)(4) 2016. Ramware version 3 was installed on (B)(4) 2011.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with unexpected longevity. A replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.